Event description:
The customer reported via phone call that he had a low battery alert. Customer stated that the battery indicator does not show less than 2 bars. Customer stated that the battery did last more than 1 week. Customer does not wear the sensor. Customer stated that the sensor feature is off. Customer did not receive a weak battery alert. Customer was using less insulin because after losing weight, he went from 150 units a day to 75 units a day. Customer stated that he does not perform excessive button pressing. Customer stated that the backlight was not used frequently. Customer does not do daily set rewinds. Customer received low battery alerts and failed battery alarmed at different times. Customer stated that (B)(4) batteries don't work at all. Customer stated that the pump won't power on at all sometimes. Customer will be shipped a replacement battery cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.